Event description:
An alarm was reported by the caller, related to an occlusion event that occurred earlier in the day. The customer's blood glucose level was noted to exceed a high threshold, with the specific value showing as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and was able to clear and resume insulin delivery without requiring any third-party assistance. The customer did not experience frequent or recurring occlusion issues, and no additional assistance was necessary, leading to the closure of the case by the technical support team.